Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 69 year old female patient presenting with cardiomyopathy for impella support. During support, the impella perforated the ventricle while the physician was attempting to reposition the device. The repair was completed expeditiously and support continued.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the ventricle perforation was caused by manipulation of the heart during a CABG procedure. The failure mode will be monitored and trended.